Event description:
"Patient experienced burns to the inner thighs which may have been a complication due to the length of the procedure combined with the particular positioning required for a liver ablation. The valleylab rem polyhesive ii patient return electrode was used with the rf3000 radiofrequency generator." The report also categorized this event as an "adverse event."